Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, needle retraction issue was occurred. The sensor was inserted into the abdomen on (B)(6) 2018. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation was unable to be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
A sensor was returned for evaluation. An inspection was performed and found a detached needle and bent push rod in the applicator indicating a needle out deployment failure. The reported event of a needle retraction issue was confirmed. The root cause was determined to be an assembly error.